Event description:
It was reported to philips that the device failed to deliver a shock. There was no patient involvement.

Manufacturer narrative:
Update: the processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be duplicated. The evaluation data was recorded and the component was scheduled to be archived. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.